Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the probe activated the ablate selection intermittently without touching either the foot pedal or the probe. Further evaluation revealed the presence of fluid inside the probe's handle. Complainant's event most likely due to fluid ingress inside handle. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the device was not being used, but was plugged in and the device was sitting on the drape on top of the patient near the lateral side of the bicep. Both the foot pedal and the handpiece were plugged in and device was set for use of either. Without anyone touching either the foot pedal or handpiece the device began to have a pulsing sound and device was turning on and off, on and off. They threw the device off of the patient to the floor. It was discovered that patient received a burn on his skin approximately the size of a penny, but oblong shaped. The burn was reported by the rep to be mild to superficial. Surgeon then chose not to use ablation and procedure was completed normally but without use of that ablator or another one. This was during a shoulder scope procedure.